Event description:
This is report 1 of 2 of (B)(4). It was reported that during the meniscal repair/ half-moon board suture surgery with two truespan 12 degree peek devices, the first truespan 12 degree peek device would not fire. They changed to another truespan 12 degree peek device to continue the surgery, after the first firing, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The devices are available for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection found the needle with the first plate deployed attached from the deployer. One portion of the plate and the tip of the needle were attached from each other. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that when the needle penetrated the tissue, the trigger was not squeezed completely or with the necessary pressure. Additionally, the needle may have been stuck by tissue that prevented the plate from moving. As per the instructions for use 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Once inside the joint space, remove the instrument. 2) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There were no non-conformance regarding this lot 263l306. E1: the reporter¿s complete facility address was not provided.